Event description:
Malfunction of electrocautery pencil during carotid endarterectomy. Device appeared to be at a high power even when turned off. Produced near transection of sternocleidomastoid muscle and laceration of internal jugular vein. Surgical repair performed and pt discharged without complications.